Event description:
It was reported that during a revision surgery to remove plate hardware, it was noticed that there was something stuck in one of the screw heads. The surgery was aborted because the surgeon was unable to remove the screw and plate. The surgeon states a revision will need to be performed but no details have been provided.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was not possible due to a lot number not being provided. No further investigation is warranted at this time.